Event description:
It was reported that during a laparoscopic colectomy procedure, the device the tip marked as malfunctioned (broken). There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic but still attached to the active rod. The jaw was intact and not missing. Upon visual inspection under magnification it was noted that the ceramic was damaged (cracked)but is still bonded to the lower jaw. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive." This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. However the jaws were not damaged. There is insufficient evidence related to what caused the damage on the device.